Event description:
It was reported that an embolization coil implant was used in an unspecified procedure. As the implant could not be positioned in the aneurysm while being retracted and advanced into the aneurysm. The implant unintentionally detached in the microcatheter, and a loop was protruding from the tip of the microcatheter. The loop was completely retracted back into the microcatheter, and the entire coil was withdrawn with the microcatheter and removed from the patient. The procedure was successfully completed, and the case was completed without using additional coil since some coils had already been implanted. There was no reported intervention or patient injury.

Manufacturer narrative:
Investigation findings items returned: - n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device's risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): [serious malfunctions], coil migration or misplacement, premature or difficult coil detachment, [serious complications], hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, clot formation, revascularization, syndrome, and neurological deficits including stroke and possibly death. Usage. - use a wire-reinforced microcatheter with a polytetrafluoroethylene (ptfe) inner surface coating. [The use of any other type could cause damage to both the microcatheter and this product.] 1. Manipulate the hes carefully in a blood vessel using high-resolution digital subtraction angiography. If resistance is encountered during operation, stop to check the cause, and remove the hes altogether. [Continuing to use the device could cause injury to the blood vessel or damage or breakage to the hes.] 6. If a coil must be retrieved using a retrieval device, such as a snare, do not withdraw the coil into the microcatheter. Instead, remove the coil, the microcatheter and the retrieval device in parallel. [Otherwise, the coil may become damaged.] Warning 3. If resistance is encountered while withdrawing a coil that is at an acute angle relative to the microcatheter tip, reposition the distal tip of the microcatheter at, or slightly inside, the ostium of the aneurysm before pulling back the coil into the microcatheter. [Otherwise, the coil may become stretched or damaged.] 4. Introduction and deployment of the coil delivery system (3) seat the distal tip of the introducer sheath at the distal end of the microcatheter hub and close the rhv lightly around the introducer sheath to secure the rhv to the introducer. Note - do not over-tighten the rhv around the introducer sheath. [Excessive tightening could cause detachment of the lead wire or otherwise damage the delivery pusher.] (4) push the coil into the lumen of the microcatheter through the introducer sheath. Note - use caution to avoid catching the coil on the junction between the introducer sheath and the hub of the microcatheter. (5) push the delivery pusher through the microcatheter until the proximal end of the delivery pusher approaches the proximal end of the introducer sheath. Loosen the rhv. Retract the introducer sheath just out of the rhv. Close the rhv directly around the delivery pusher with light force so that the delivery pusher can still move. Slide the introducer sheath completely off of the delivery pusher. Note - use care not to kink the delivery pusher or the introducer sheath during this process. (7) under fluoroscopic guidance, slowly advance the hes coil out of the tip of the microcatheter into the aneurysm. Note: manipulate the delivery pusher carefully. Do not advance it with excessive force. Determine the cause of any unusual resistance during operation. [Otherwise, the hes may become damaged or break.] Note:take care not to kink the delivery pusher while handling the hes. Stop using the deliver pusher if it has kinked. [The use of a kinked delivery pusher could cause damage or breakage to the hes.] (8) continue to advance the hes coil into the lesion until optimal deployment is achieved. Reposition if necessary. Note - if the coil size is not suitable, remove and replace with another device with a differently sized coil. Note- if undesirable movement of the coil is observed under fluoroscopy prior to detachment, remove the coil and replace with another more appropriately sized coil. Movement of the coil in this stage may indicate that the coil could migrate once it is detached. Note- angiographic assessment should always be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel. Note- do not rotate the delivery pusher during or after delivery of the coil into the aneurysm. [Rotating the delivery pusher may result in a stretched coil or premature detachment of the coil from the delivery pusher, which could result in coil migration.] Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.